Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted in a patient for the endovascular treatment of unknown size abdominal aortic aneurysm. It was reported that during the procedure the length from the renal arteries to the aortic bifurcation was shorter than expected. It was noted that there was insufficient room to deploy the gate in the aneurysm once the stent graft was deployed to the flow divider. An aui was implanted and a fem-fem bypass carried out to resolve the event. An endurant cuff etcf2828c49e was also implanted during the procedure to extend to the lowest renal artery. It was reported the correct size bifurcated stent graft had been selected and imaging had not suggested that the stent graft would deploy low. As per the physician, the cause of the event was due to a shorter renal to bifurcation length that anticipated. No additional clinical sequelae were reported and the patient is fine.